Manufacturer narrative:
Blocks b5, d6 , d7, and h6 (patient code) have been updated with the additional information received on september 06, 2019. Block h6: patient code 3191 captures the additional intervention to remove the stent during a second procedure. Problem code 3009 captures the reportable event of stent positioning problem. Conclusion code 4316 is being used in lieu of an adequate conclusion for device not returned. Block h0: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 6, 2019 that a wallflex esophageal fully covered stent was to be used in the esophagus to treat post gastric sleeve during a stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not dilated. According to the complainant, during the procedure, the stent would not deploy on the first attempt. On the second attempt, the device was withdrawn up closer and the stent was able to be deployed, however; the stent was placed a little higher from the target stricture. Reportedly, the physician was not happy on the location of the stent. The stent was removed from the patient and no other stent was implanted. There were no patient complications reported as a result of this event. Note: according to the complainant, the wallflex esophageal fully covered stent was used to treat post gastric sleeve. Per the wallflex esophageal stent directions for use (dfu), the wallflex esophageal stent is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas. Additional information received on september 06, 2019. According to the complainant, the stent was removed on (B)(6) 2019, during a second procedure performed later that day.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex esophageal fully covered stent was to be used in the esophagus to treat post gastric sleeve during a stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not dilated. According to the complainant, during the procedure, the stent would not deploy on the first attempt. On the second attempt, the device was withdrawn up closer and the stent was able to be deployed, however; the stent was placed a little higher from the target stricture. Reportedly, the physician was not happy on the location of the stent. The stent was removed from the patient and no other stent was implanted. There were no patient complications reported as a result of this event. According to the complainant, the wallflex esophageal fully covered stent was used to treat post gastric sleeve. Per the wallflex esophageal stent directions for use (dfu), the wallflex esophageal stent is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and / or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas.